Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver failed to charge and reboot due to the receiver not turning on but will turn on with a good battery. The log was downloaded with a good battery and evaluated with no findings observed. The functional test was unable to run due to receiver not turning on. The receiver case was opened, and the internal visual inspection failed due to a found damaged battery. The allegation was undetermined. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Correction " the allegation was undetermined."

Event description:
The allegation was not confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unexpected receiver shut-down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.